Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained.the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported a calibration issue with customer¿s adc blood glucose meter. Caller further reported that on (B)(6) 2016 at approximately 4:00 am customer complained of having a ¿stomachache¿ and noted she was ¿vomiting and very ill¿, but when they attempted to check customer¿s ketones the meter would not work. Customer was taken to a hospital, diagnosed with dka (diabetic ketoacidosis) and treated with insulin via intravenous infusion. She was also given unspecified anti-nausea medication. Caller noted she was also diagnosed with a ¿stomach virus¿. Customer was kept overnight for observation. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. Meter powered on with button depression and with insertion of both cal bar and test strips. Meter calibrated with a retained cal bar and meter did retain the calibration code. Dashes were not observed. The complaint is not confirmed.

Event description:
Customer¿s mother reported a calibration issue with customer¿s adc blood glucose meter. Caller further reported that on (B)(6) 2016 at approximately 4:00 am customer complained of having a ¿stomachache¿ and noted she was ¿vomiting and very ill¿, but when they attempted to check customer¿s ketones the meter would not work. Customer was taken to a hospital, diagnosed with dka (diabetic ketoacidosis) and treated with insulin via intravenous infusion. She was also given unspecified anti-nausea medication. Caller noted she was also diagnosed with a ¿stomach virus¿. Customer was kept overnight for observation. No additional treatment was required. There was no report of death or permanent injury associated with this event.